Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device will be evaluated by a maquet field service technician. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that the rotaflow would stop around 1000 rpm and displayed the error message "err_head". Additional information: the incident occurred before use, no patient was involved. (B)(4).

Manufacturer narrative:
The device in question has been evaluated by a maquet field service technician. According to the service order (B)(4) the rfc control board became damaged. The control board has been replaced. Checked pump motor speed; flow regulation;performed functional tests. Complete pm with full calibration. Functional testing and safety check to factory specifications. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4)